Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204, code 107, can connection flags) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The communication issue caused the can flags and service codes. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing a service code 204 (belt/monitor unusable), service code 107 (multiple abnormal shutdowns) and can communication flags.